Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2023 from date manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return. No device malfunction suspected.